Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The bypass surgery was successful and the patient improved daily; however, on (B)(6) 2011, the patient experienced acute cardiac arrest. Advanced cardiac life support was unsuccessful and the patient was pronounced dead on (B)(6) 2011 at 11:08am. There was no additional information provided. The 3.0 x 15 mm nc trek is being filed under a separate medwatch MFR number. (B)(4). There was no reported product deficiency. Myocardial infarction, hypotension, occlusion, perforation, and death are known adverse events as listed in the nc trek instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with an mi and was found to have 50-60% in-stent restenosis (isr) of a non-abbott stent in the left anterior descending artery (lad). Multiple balloons were in and out to reduce the isr. A 3.0 x 15 mm nc trek was advanced to the lesion. Multiple inflations were performed resulting in no reflow and haziness beyond the stent. Intra-arterial nitroglycerin was given, but the haziness remained, suspicious of a dissection. An unspecified stent was implanted without issue. A 3.5 x 15 mm nc trek was advanced and after multiple high inflations, a perforation was noted in the midportion of the lad. Angiomax was stopped. The balloon was advanced to the perforation and deployed at 4 atmospheres (atm) for one minute. An st elevation myocardial infarction was noted along with hypotension. Dobutamine was started and the patient reported nausea which was treated with zofran. A two-d echocardiogram was performed showing a pericardial effusion with tamponade. A prowater wire was advanced with difficulty into the distal lad and a jostent graftmaster was deployed sealing the perforation. Proximal to the graftmaster there was no reflow. An aspiration device was advanced, but there was no evidence of any clots. Blood pressure remained low despite the administration of pressors. Pericardiocentesis was performed, removing 200ml of blood from the pericardium with improvement of blood flow and blood pressure; however, the patient was in cardiogenic shock, so a heart pump was inserted, further improving the blood flow and blood pressure. The patient was intubated in preparation for emergent bypass surgery of the lad.